Event description:
Ventilator suddenly failed "during the use for reanimating a man who got drowned...they couldn't save him." They have removed all movable boards, cleaned the connectors, reinserted again. There is quite big damage on the front panel, about 1 cm bent toward inside. Also fio2 knob doesn't function properly.